Event description:
It was reported that the patient had difficulties as the ipg felt prominent. The patient underwent an ipg pocket revision wherein the ipg pocket was relocated. Nothing was explanted. After the revision, the patient still did not like the position of the ipg as the ipg can still be felt, but the physician cannot place it deeper into the skin because otherwise it will go beyond two centimeters in depth and would not charge. The patient does not have enough body weight or tissue to make the ipg unfelt.